Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a loose impeller was found inside the pump head and a priming fluid was found at the back magnet.   No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 18, 2019. Upon further investigation of the reported event, the following information is new and/or changed: (additional device information - added exp date) (date received by manufacturer) (indication that this is a follow-up report) (follow-up due to additional information and device evaluation) (device evaluated by manufacturer) (device manufacture date) (identification of evaluation codes 10, 11, 3331, 3259, 4307) method code #1: 10 - testing of actual/suspected device method code #2: 11 - testing of device from same lot/batch retained by manufacturer method code #3: 3331 - analysis of production records results code: 3259 - improper physical structure conclusions code: 4307 - cause traced to component failure the returned sample was visually inspected. The impeller appeared to be loose within the centrifugal pump assembly. The housing was removed and it was verified through visual inspection that the magnet rotor shaft was broken. A retention sample from the same product code and lot number was inspected with no issues with the magnet rotor shaft or impeller. The event experienced by the customer could not be replicated so a definitive root cause could not be determined. The most likely root cause was that the pump experienced an abrupt shock, damaging the magnet rotor all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.